Event description:
I had a tot aris bladder sling implanted. My gyn/surgeon put the bladder sling through my urethra instead of placing it underneath my urethra. I had to have the mesh sling removed and had urethroplasty to rebuild my severely damaged urethra.